Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Additionally the alleged occlusion alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 30 during basal delivery. Additionally, an occlusion alarm occurred. Customer's blood glucose level was 203 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.